Manufacturer narrative:
No further information concerning this investigation is available at this moment. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was explanted due to a bacterial infection. No additional adverse patient effects were reported.